Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of display anomaly. The customer's blood glucose reading was unknown. The customer stated that the display fell out. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self-test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was monitored for 24 hours and no physical damage to the display or display anomalies were noted. The pump was received with minor scratches on the display window, case and keypad overlay texture damage.